Event description:
Additional information was received that this device was explanted and replaced due to battery depletion. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered elective replacement indicator (eri) by charge time (CT). The local area field representative reported the device is scheduled to be explanted at a future date. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Our records indicate this ICD currently remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.